Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting off. The customer plugged the pump in to charge but the pump battery was unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer declined follow up with tandem technical support and further information was unable to be obtained. The customer reverted to an alternate method of insulin therapy.